Event description:
On 03/14/2024, it was reported by an arthrex subsidiary employee via e-mail that an ar-8934bnf small joint bio-suturetak® with needles fiber was broken. This was discovered outside the patient during a meniscus repair on (B)(6) 2024.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is not confirmed. Based on the image provided from the field, the device and packaging do not match the complaint allegation. Consequently, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion, prying/leveraging the device during insertion.